Manufacturer narrative:
Date rec'd by MFR: 20aug2019. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed the reported data acquisition printed circuit board assembly analog to digital converter failed issue. The fse confirmed that customer was calling in to talk to a technical support and a service work order was created as a result. The customer was not ready to move to that point since he has not been able to get to the unit due to is being in use. Once he takes a look at the unit he will check to see if it is needed. If it is needed, he will call back in to submit for a swo. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc). It is unknown if the ventilator was being used on a patient at the time that the error was discovered.